Event description:
N/a.

Manufacturer narrative:
Article reviewed: keschenau et al. 2020. Management strategies for true and dissecting visceral artery aneurysms. J cardiovasc surg; 61(3):340-346. The subject article is a single-center retrospective observational cohort study of 37 patients (31 male, median age 70 years [46-79 years]) with true and dissecting visceral artery aneurysms (vaa) treated between january 2006 and december 2018. Vaa are rare and the literature regarding management strategies is limited. The study aim was to evaluate our 13-year experience with vaa treatment including conservative, open surgical and endovascular therapy. This complaint is based on information found within a article/literature review. There was no product that was available for evaluation, therefore a device evaluation could not be conducted and the complaint cannot be confirmed. The author of the article did not report any major adverse patient effects as result of this event. A device history record (DHR) review was unable to be performed as the device product part number and lot number was not provided within the article. Attempts to obtain the device lot information was conducted but unsuccessful. The hazardous situation/harm is addressed in the risk file and is operating within its risk profile. There was no evidence within the article that the device was the cause of the reported event. The complaint history review did not identify an adverse trend, therefore no escalation to CAPA process is required. Conclusion: the instructions for use clearly states that potential adverse effects of advanta v12 balloon-expandable stent include, but may be not limited to: inadequate implantation or intimal trauma, restenosis of stented lesion, stent misplacement, migration or deformation, systemic embolization or thromboembolic episodes. Considering the design of the study, small sample size, 0% in-hospital mortality, very low number of complications among endovascular treatment group and the fact that the small asymptomatic vaa can be managed conservatively and invasive treatment treatments can be performed with low complication rates, one can infer that the getinge¿s advanta v12 balloon expandable covered stent performed as expected. H3 other text: not available for return.

Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted.

Event description:
Received an article: keschenau, p. E. (2020). Management strategies for true and dissecting visceral artery aneurysms. Journal of cardiovascular surgery, 340-346. Purpose: to evaluate our 13-year experience with vaa treatment including conservative, open surgical and endovascular therapy. Method: a retrospective single-center study including 37 patients between 2006 and 2018. Conclusion: small asymptomatic vaa can be managed conservatively. Per the article adverse events included hematoma, peritonitis and multiorgan failure.